Event description:
Patient presented with neck length measurement 10-12mm which is an "off label" case. Patient received an implant of a 28mm bifurcated device (reference to MDR number: 2031527-2012-00098) and a 34mm aortic extension on (B)(6) 2012. It was reported the patient tolerated the procedure well. Patient discharged on (B)(6) 2012. The patient returned on (B)(6) 2012 with severe abdominal pain, hypotension, lightheadness, and diagnosed with acute renal failure and contained rupture. Per the physician, it may have been from post dilating the proximal neck, although the patient had several pre-existing medical conditions. All devices were explanted. Explant devices were discarded on (B)(6) 2012. It was reported that the patient tolerated the open repair well but expired post operatively. The date of death and cause of death are unknown.

Manufacturer narrative:
The device was not returned; therefore, the actual device will not be evaluated. It was reported that the patient presented with neck length measurement 10-12mm which is an "off-label" case. Per instruction for use, it indicated that "non-aneurysmal aortic neck between the renal arteries and the aneurysm with a length of equal or greater than 15 mm." Patient's condition affected the effectiveness of the device. Patient's condition contraindicated use of device. Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.